Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery on the vasoview hemopro 2 was not working. It was noted that the hemopro 2 extension cable was broken prior to the case and a replacement cord was broken as well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25106626, 25107452 and 25089534 the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history related to the complaint defect. (B)(4).